Event description:
I had a depuy attune knee replacement on (B)(6) 2021. There was extreme pain, swelling and instability from day one. My doctor only did x-rays but said it was just tissue damage. At the one year mark, still having issues I was sent to another orthopedic dr. After scans and test he did a complete revision and said that the replacement did not glue into the bone and that it was defective. I had a depuy attune knee replacement that caused great pain, swelling and instability. The doctor insisted that it was ok but never did any more than xray. On (B)(6) 2023 I had a complete revision because the glue did not adhere to my bones. My new dr said it was defective and should have never been used. I am still recovering from that surgery.